Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 977a275, serial/lot #: (B)(4), ubd: 24-apr-2022, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 03-oct-2022, UDI#: (B)(4). Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: asku. Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced lead fracture. It was reported the patient had fractured all lead contacts, the leads were replaced, and the patient had again fractured all lead contacts following replacement. The doctor ¿considered that this was because the patient was a taxi driver and he/she twisted his/her body when passengers were paying the fare. The hcp observed the cause of the event to be ¿the patient¿ and ¿not a product issue.¿ the patient¿s stimulus setting was changed in an effort to address the issue; however, the issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the pain patient was alive with no injury at the time of report. There were no further complications reported or anticipated.

Event description:
Additional information received reported that ¿since there was no problem with the therapeutic effect with the other lead, which was operating normally, no specifics measures had been considered¿ to further address the issue. It was noted thepatient¿s replacement lead and the remaining original lead remained implanted at the time of follow-up. There remained no further complications reported or anticipated. Additional information received reported that the patient¿s first explanted lead has been previously reported through regulatory report # 3004209178-2019-18271 ¿ please see this regulatory report for any additional information regarding that lead.

Manufacturer narrative:
Continuation of d11: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: (B)(6)2019 product type lead product ID 977a275 lot# serial#(B)(6) implanted: (B)(6)2019 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6)2019 product type lead h1: based on the additional information received, the event is no longer considered a serious injury and instead should be considered as reportable for malfunction. H2: please note that sections d1, d3, d4, and h4 have been updated at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.